Event description:
Note: this report pertains to one of two superion indirect decompression (ID) system spacers used in the same procedure. It was reported that two indirect decompression (ID) spacers were stripped and broke during deployment. The physician tried manipulating angles of deployment, but there was an abnormally thick spinous process causing resistance during the implant procedure. The physician noted that the location of the damage to the spacers was at the spindle cap. There were no patient complications and the damaged spacers were discarded.